Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. Philips technical support confirmed issue through troubleshooting the test setup with customer. Provided parts ID for the flow sensor assembly and discussed installation to include required testing. Customer replaced the flow sensor assembly to resolve this issue. Unit is back in use.

Event description:
Customer reports failing pvt air flow testing. No patient/user harm reported. Event date not specified; estimate used.